Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-15242, 1627487-2013-15244. It was reported the patient is receiving ineffective and unintended stimulation. The sjm rep met with the patient and indicated one of the leads had invalid impedances. The patient¿s percutaneous leads were explanted and replaced with a surgical lead. The patient¿s ipg was also explanted and replaced. The patient reported effective stimulation coverage postoperative.